Event description:
Patient implanted at millenium surgery center in (B)(6) 2012 with resorbable orbital plate. Surgeon wanted to trim plate and scheduled revision for (B)(6) 2012 at another hospital facility. On the revision date, surgeon decided to removed the plate and screws, the fracture was healed. No new hardware was implanted.

Manufacturer narrative:
Device was used for treatment. Additional information. Corrected brand name from "1.5mm rapid resorbable orbitalfloor plate 35mmx35mm-sterile" to "1.5mm resorb orbital floor pl 24mmx24mm w/bending temp-ster." Catalog #: corrected part number from "851.542.01s" to "821.699.01s." The 510k#: corrected from "k030069" to "k974554."

Manufacturer narrative:
Implanted: (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.